Event description:
The patient¿s parent reported that blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. The pink slide reportedly did not move forward despite the cannula having inserted into the patient¿s skin, which is indicative of a needle mechanism failure. The cannula was visible after pod removal and was reported as normal. No treatment details were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.